Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during our visual inspection.

Event description:
Customer called to report the insulin pump had unresponsive buttons. Blood glucose reading was 160 mg/dl. The customer stated that the insulin pump had a crack approximately one month ago and now the keypad is unresponsive. Customer also mentioned a crack on the display screen. The customer stated that the insulin pump was worn in her bra. Advised that the insulin pump will be replaced. Nothing further reported.